Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited an out of range pacing impedance measurement. Additionally, no daily measurements were recorded for approximately five days. In clinic, a measurement of 320 ohms was observed. Threshold and sensing measurements were good. Some noise was observed on the lead as well. Attempts to recreate noise in clinic was unsuccessful. The patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d), the lead was surgically abandoned and replaced with an implantable defibrillation lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.